Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was an infection at the ins and lead. Redness was reported. The rep stated that the patient had a replacement in july. Last week, the patient wen to the md's office reporting pain and redness on her back. The md evaluated the patient and discovered a clear read track that was warm to the touch along the tunneling path from the led to the pocket. Md prescribed antibiotics. A possible revision to occur. After 3 days of antibiotics, the redness was decreasing and yesterday it looked even better. The patient reported warmth around the ins and the md felt it and it felt warm as well. Not during charging but only during use. Infection not confirmed. No further complications were reported/anticipated.